Event description:
The customer reported that the alarm has power but when the alarm is connected to the nurse's station using our standard nurse call cable and the sensor, there is no alarm tone at the station. The customer tested the same nurse cable and connection with another alarm and all worked fine. The customer does not detect any visible damage on the alarm case. This was discovered during setup prior to use with a pt.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).